Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred while delivering a bolus. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to change the cartridge and successfully resume insulin delivery.